Event description:
During a transurethral resection of a bladder tumor the plasma loop used for cautery split making it un-operational. I was removed from the field, and a new one was opened. There was no harm to the patient, and the procedure was completed as planned.